Manufacturer narrative:
Two consumers were involved, a male and a female. Events occurred sometime within (B)(6) 2012 timeframe. The product used was either spinbrush proclean powered toothbrush soft (B)(4) or spinbrush proclean powered toothbrush medium (B)(4). Lot codes: both heads dd1150g1, both handles df9129s1. Manufacture dates: heads 05/30/2011, handles 05/09/2009.

Event description:
Consumer reports both he and his girlfriend experienced a broken tooth from the toothbrushes.